Manufacturer narrative:
Patient age at time of event: approximately 60 years old. Device analysis by MFR: the returned product consisted of a jetstream xc 2.4 mm atherectomy catheter. No guidewire was in the device when returned. Visual analysis showed a severe kink located 1 cm from the tip. A .014 test guidewire was inserted into the device. The guidewire would not transcended through the device. There were no hesitations or restrictions until the severely kinked area where it stopped. Functionality was completed by connecting the device to the jetstream console. The device did function as designed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the device became entrapped on the guidewire. A 2.4 mm jetstream xc catheter and thruway guidewire were selected for an atherectomy procedure in the right superficial femoral artery (sfa). 10cc of rotaglide atherectomy lubricant in 1000cc of saline was used in preparation of the procedure. The device was placed over the guidewire and passed through the sheath into the patient's body. While the device was running through the right mid sfa, it became stuck on the guidewire. The physician withdrew the device from the patient, re-primed it, but could not get the device back onto the guidewire. A new device which was same model was chosen to continue the procedure. The procedure was completed successfully. The patient is fine and no adverse effects were reported.